Event description:
Customer reported when noticing a crack on the botton of the device, there was also melting around the contacts. No treatment received. A request was made for return product and replacement product was sent.